Manufacturer narrative:
The technician found the siderail slide bracket was bent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2011 and 2013-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the siderail slide bracket assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the siderail would not latch. The bed was located in (B)(6). There was no patient/user injury reported. (B)(4).